Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and displayed a not detected on bus error message. The customer attempted to resolve the issue by rebooted the device twice; however, the error persisted, and the tower door remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed with a not detected on bus error. A field service engineer (fse) identified corrosion on the door controller pins at the latch wiring harness connection, cleaned the affected pins and replaced the latch along with the wiring harness. The door function was then verified in diagnostics and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.